Manufacturer narrative:
Additional information: the balloon catheter caught upon the sheath during withdrawal and very slowly pinched it out of the sheath. No component detached and no vessel damage reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure involving inpact admiral, several issues were encountered. A 6fr non medtronic sheath was used. The proximal end of the sfa was dilated with a 6mm medtronic balloon. The procedure was performed on the proximal left superficial femoral artery, on a fibrous/plaque lesion which had a 70% stenosis with moderate tortuosity and calcification. The lesion was 140mm in length. The artery was 6mm in diameter. The inpact admiral balloon catheter kinked during entry into the sheath, and there was difficulty passing the balloon through the sheath opening. The device passed through a previously deployed stent. After the lesion was dilated, the balloon could not be withdrawn from the sheath when it was retrieved to the sheath opening. Excessive force was used during withdrawal. Ultimately, the drug-coated balloon was removed from the body together with the sheath. It was flagged that a device or component detached, cracked, or fractured during advancement through the guide cat heter. No patient complications have been reported as a result of this event.'

Manufacturer narrative:
Product analysis the balloon returned in the post inflated state, the size indicated on the strain relief a kink was noted on the inner of the balloon and another near the balloon bond an attempt was made to advance the device through an in house 6f introducer and the device was unable to advance past the kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.